Manufacturer narrative:
The initial MDR 1226181-2015-00463 was filed on august 14, 2015. Additional information (09/03/2015): a siemens headquarters support center (hsc) specialist investigated this issue. The fse had used a screwdriver to access a live connection inside of a voltage connector and the instrument had not been powered down. The recommended process is to power down the entire instrument for this repair. The cause of the fse feeling an electrical shock was user (fse) error. (B)(4).

Manufacturer narrative:
A siemens fse was at the customer site. The source of the shock the fse felt could not be determined. The fse was able to replace the air compressor and verify that the instrument was operational without any further shocks or equipment replacement. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A siemens field service engineer (fse) was replacing the air compressor on a dimension vista 1500 instrument at a customer's site when he felt a shock from the instrument. The fse went to a hospital and received a medical consultation. No treatment was performed and no medications were administered. The fse returned to work after the medical consultation. The fse replaced the air compressor with the same air compressor that was being installed when the fse felt a shock. There were no further shocks from the instrument and the fse verified that the air compressor was operational.